Manufacturer narrative:
(B)(4).

Event description:
The surgeon implanted the lead and went to place the lead cap on the distal end of the lead. The lead would not slide on to the cap. He noticed that a small piece of plastic was blocking the path of the lead. The lead cap was unable to be used and another lead kit was opened to obtain a lead cap. The patient recovered without sequela.